Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the user facility report ((B)(4)) from the (B)(6) registry. The report indicated that the lvad was not working, and that the pump flow, power, and rpms registered was "zero." An attempt was made to change the power and place the pt on an ac power source; however, it was reported that the lvad was still not working. According to information received from the vad coordinator, the pt experienced a red heart alarm while at home. As a method of troubleshooting, the pt exchanged the system controller but the pump failed to start. The pt was rushed to the hospital where he arrested and died. The device was not explanted.

Manufacturer narrative:
The pump is not available for eval. No additional information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.